Event description:
During a post-op follow up, it was noticed in an x-ray that the slic screw had broken in half at the toggling joint, leaving the proximal part of the screw in the scaphoid and the distal part of the screw in the lunate.